Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a perforation. The threshold of the right ventricular (rv) lead increased dramatically. The rv lead could not capture at max output. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.